Event description:
It was reported to philips that the system did not start up when turned on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failed to start up properly. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the issue was caused by a low computer battery. To resolve the issue, fse replaced the battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.